Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage to the conductor wire or to the insulation.

Event description:
It was reported after a da vinci-assisted surgical pyeloplasty procedure, the fenestrated bipolar forceps instrument had thermal damage. The procedure was completed with no reported injury.